Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded by customer.

Event description:
It was reported that during an ap hole of the t2alpha tibia surgery, the drill bit broke. It was also reported that the broken piece was retrieved from the patient¿s bone. It was further reported that there were no delays and no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during an ap hole of the t2alpha tibia surgery, the drill bit broke. It was also reported that the broken piece was retrieved from the patient¿s bone. It was further reported that there were no delays and no adverse consequences as a result of this event and the procedure was completed successfully.